Manufacturer narrative:
The investigation confirmed that discordant (B)(6) vitros ahbc results were obtained when processing samples from two different patients on two different vitros 3600 immunodiagnostic systems. A definitive assignable cause for the event could not be determined with the limited information provided by the customer. Based on historical vitros ahbc quality control results, there is no indication a reagent related issue contributed to the events. Precision testing of the two vitros 3600 immunodiagnostic systems was not performed when requested, therefore it cannot be confirmed that the instruments were operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. The presence of an unknown sample interferent cannot be completely ruled out as the cause of the discordant (B)(6) results as no results using hbt tubes, pcr or reference laboratory results were provided by the customer when requested. In addition, it is unknown if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The two samples were (B)(6) when tested with the vitros hbsag and vitros hbeag assays, indicating the presence of (B)(6) in the two affected samples. However, the vitros ahbc IFU states the following: ¿a negative test result does not exclude the possibility of exposure to hepatitis b virus. It is likely the patient is in a chronic hbv infectious state, although this cannot be confirmed with the information provided. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros ahbc reagent lot 2350.

Event description:
A customer observed discordant (B)(6) vitros ahbc results when processing samples from two different patients on two different vitros 3600 immunodiagnostic systems. The result was considered discordant when compared to the expected (B)(6) result based on other (B)(6) markers. Patient sample 1, vitros anti hbc (B)(6) versus the expected (B)(6) result. Patient sample 2, vitros anti hbc (B)(6) versus the expected (B)(6) result. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant (B)(6) vitros anti-hbc results were not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).